Event description:
It was reported that during a cardiac ablation procedure using a Sphere 9 catheter, Ventricular Fibrillation (VF) was induced during radiofrequency ablation while ablating in the coronary sinus. The patient had a transvenous implantable cardioverter defibrillator, and a cardiovascular implantable electronic device interaction was reported while ablation was being delivered. The VF was treated with electrical cardioversion, and sinus rhythm was achieved. The case outcome is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: Product ID: 10FCC20 Product Type: Sheath Product ID: Non-Medtronic Product Type: EP Catheter Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.